Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported going to the dentist after not being satisfied with the aligner results. It appears the patient did not follow instructions. The information is limited, but per it appears that the dentist found density (bone loss) in the front teeth impacting the lower jaw, and the patient will require additional orthodontic therapy. Patient initials: (B)(6). Dob: (B)(6) 1996.